Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Prior to a atrial fibrillation (a fib) a faradrive steerable sheath clear was selected for use. The valve was leaking fluid and the sheath was replaced. The procedure was completed without any patient complications. The device is expected to be return for analysis.